Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports approximately 15cc of bleeding noted from the distal end of his stoma near his peristomal skin. Bleeding resolved after approximately 15-20 minutes and no bleeding noted since. His wafer had been in place for approximately 3 days when this occurred. He applied pressure to the area and the bleeding stopped. He had a previously scheduled appointment with his doctor so he did notify his doctor of the bleeding. Recommend moldable skin barrier.